Event description:
It was reported that the lead introducer had been damaged during the operation. The physician was not satisfied with the quality of the product. The lead introducer was not used and replaced a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the catheter was returned, analyzed, and was found to be kinked. It was also noted that there was blood on the catheter, that the dilator tip was damaged, and that the catheter was damaged at implant.